Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the centrifugal pump was not achieving the desired flow rate, even though the device was at the maximum revolutions per minute. The product was not changed out. The surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and plans on submitting a follow-up report when additional information becomes available. (B)(4).